Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they can't feel stimulation even when moving programs past 2.0v and all the way up to 8.5v. Prior to calling, the patient checked all four programs and increased each up to 8.5v. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 2.0v on program 1. They have the ability to change programs and/or adjust stimulation so stimulation was increased and they began to feel it at 5.0v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to follow up with the hcp if the problem does not resolve. The call center also reviewed that the patient doesn't need to feel stimulation at all times in order for therapy to be working. The caller was redirected to their hcp to discuss the return of symptoms issue. The patient will monitor their symptoms. Caller also described the ins low battery icon on their patient programmer (pp); meaning was reviewed and they were redirected to the hcp for a potential replacement. Additional information received from the patient who called in reporting an icon on their patient programmer (pp) that they never saw before; the pp said power on reset (por). It is unknown at the time of the report if there was a recent medical test or electromagnetic interference (emi), but the patient said they were at the healthcare provider's (hcp) office two weeks ago; they saw the por recently. As a result of what was reported, the patient was redirected to their hcp. Additional information was received from the patient in response to the letter. They reported they couldn't feel anything and thought they had gotten used to the level it was at. They then started trying to change the lead it was going through and couldn't get the numbers to read over 2. They thought they had it to 8.7, but it stopped at 2. They then got a message on their controller that they needed to call their doctor. They noted they were living in an rv and traveling, they would not be back to see their healthcare provider until november. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.